Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoprosthesis component migration.

Event description:
On (B)(6) 2016, the patient presented emergently to the facility with a ruptured abdominal aortic aneurysm. Three gore® excluder® aaa endoprostheses were implanted to treat the rupture. The procedure was completed with no evidence of endoleak. On an unknown date, follow-up examination reportedly revealed aneurysm enlargement of 5-10 mm. It was also reported that the contralateral leg component on the left side (plc231000j/(B)(4)) had migrated 5-10mm proximally in the left common iliac artery. On (B)(6) 2018, the patient underwent a re-intervention procedure whereby the left internal iliac artery was coil-embolized, and an additional excluder® contralateral leg component was implanted to extend the stent-graft system into the external iliac artery and treat the migration. The patient tolerated the procedure.